Manufacturer narrative:
(B)(4). Investigation is still in progress and a supplemental report will be submitted.

Event description:
A distributor reported that during product inspection one phaco tubing was observed to have holes in the top sealed portion of the tubing. An unsealed tray can compromise sterility therefore, the product was returned to the manufacturer. Customer believes it may have been damaged in transit or may have been a defective seal. No patient contact or injury.